Event description:
According to the reporter: during a lap chole procedure, the white cotton swab at the tip of the instrument disengaged into the patient cavity. To correct this issue, the disengaged component was retrieved from the patient cavity. Surgical time was extended for 30 minutes or more. X-ray was done to find the disengaged component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, the white cotton swab at the tip of the instrument disengaged into the patient cavity. To correct this issue, the disengaged component was retrieved from the patient cavity. Surgical time was extended for 30 minutes or more. X-ray was done to find the disengaged component.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three endo peanut. Evaluation confirmed the cotton tip was detached from all of the devices with no evidence of adhesive. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of an inadequate amount of adhesive on the device; this was identified as a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode and complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.